Manufacturer narrative:
(B)(4). The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Your new omnipod insulin management system 1 / page 8: alerts and alarms: for your safety, the omnipod system provides a range of alerts and alarms to tell you that your attention is needed, or to warn you of hazardous situations. Changing your pod chapter 3 / pages 33: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient¿s blood glucose reached 283 mg/dl (with a low of 55 mg/dl reported), while wearing the pod for less than an hour. Approximately 10 minutes after application, device alarmed. Neither pink slide insert nor cannula was observed in their respective viewing windows, indicative of a needle mechanism failing to deploy as intended. As treatment, a new pod was applied.

Manufacturer narrative:
The returned product was evaluated and performed as designed. The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction. The reported needle mechanism failure was not confirmed. The pod was received with cannula fired and needle fully retracted.